Event description:
Customer reports one patient sample tested false positive for the d antigen using abd/reverse gel card lot 041114037-16 exp 2/28/15. This patient was initially typed on the provue as d negative in (B)(6) 2013 using gel card lot 042313037-30 exp 4/11/14. No additional testing was required at that time. In an effort to resolve the difference in results, customer used the anti-d tube testing method and the result was negative. Customer extended the tube testing to include weak d test and the result was also negative. Manual gel testing using lot 041114037-16 matched the results obtained on the provue (false positive). All products used have passed visual inspection and were stored as per the IFU. Quality control passed. Customer feels this issue could be due to a variation in the patient's d antigen. At this time, customer is documenting the patient's blood type as d negative with a special notation in their computer system explaining the variation in antigen expression. Customer states she will be sending the sample out for molecular testing. Ocd will follow up for results. Ocd attempted to obtain patient's sample for investigation, but customer does not have enough sample at this time and the patient has been discharged. Issue started on: (B)(6) 2014 microtubes affected: anti-d methodology used: provue, manual gel, tube method incubation time (for manual test only): tube method-15 min for weak d test reaction grade obtained: first specimen result on provue= 1+, test was repeated with new specimen and provue result was 2+. Manual gel testing was done on both specimens and the results matched the provue's results. Anti-d tube testing was negative. Customer was expecting: negative in gel test repeated: yes. Results obtained by repeating: same other reagents used: ortho anti-d bioclone, ortho anti-igg the patient is a (B)(6) year old female and has been discharged. Customer is satisfied with documentation and agrees to share results of the molecular testing that will be done. Ocd will follow up to obtain the information.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).